Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this report is for an unknown screw driver. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Concomitant medical products: unknown rigidfix cross pin. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: theodore b. Shybut et al, 2013," functional outcomes of anterior cruciate ligament reconstruction with tibialis anterior allograft", bulletin of the hospital for joint diseases, pages 138-43, USA. The study emphasizes on the functional outcomes of aclr with tibialis anterior allograft. The patient was evaluated on course of this study: 19 patients (12 male, 7 females, mean age -39.9, range-19-60 years, mean bmi-26.2) with complete acl rupture, who underwent primary acl reconstruction using tibialis anterior allograft between january 2004 to december 2006 were included. If patients had ipsilateral lower extremity pathology which limited the knee function more than an operated knee were excluded for this study. Mean range of motion was 3° to 131° for the operative knees and 0° to 133° for the contralateral knees. The article describes the following procedure: tibialis anterior allograft was used for acl reconstruction. Transtibial technique was used for femoral tunnel preparation and was reamed to the size of the graft. Mean follow up period was of 2.7 years (2 to 3.2 years). The devices involved were: grafts were sutured using unknown no. 2 non-absorbable suture and was fixed with rigidfix in the tunnel. Tibial fixation of the graft was achieved using an intrafix sheath and screw. Complications mentioned in the article: few patients were advised for revision surgery due to traumatic re-rupture, graft failure. Residual laxity was also noticed in significant number of patients.